Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was found by her husband unconscious on the kitchen floor. The paramedics were called and upon arrival, performed a bg which was 17 mg/dl. It was reported the cgm displayed 387 mg/dl at the time. The patient was treated with IV glucose and transported to the hospital where she was admitted for 2- 3 days. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.